Event description:
Info was presented to target in which a guidewire broke during a procedure. A portion of the wire remained in the head area of the pt while the reminder of the product was discarded. There was no consequence to the pt from this malfunction.